Manufacturer narrative:
D1, d2, d4, d10 have been updated. This complaint subject is the coriograph knee pre-operative system software; therefore, no devices will be returned for evaluation and an evaluation of the manufacturing records is not applicable. Screenshots and system log files provided were reviewed and the reported problem was confirmed. In the review, the foot pedal disconnected seems disconnected, the tool overheated and the bur could not be loaded. The registration computation error popped up 3 times. This is a known bug. The current algorithm to landmark the tibia knee center was to determine the most superior point. This is an issue in all cases, but especially in osteophytic cases, where the tibia knee center may be set to a point on an osteophyte. When the knee center is incorrectly placed, it leads to a poor course registration, which in turn leads to unsuccessful fine registrations. The point collection must be performed with the point probe remaining on the bone. A review of complaint history for the previous 12 months did not reveal similar events for the listed product. This software is released without a specific batch number; therefore, no additional review is performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tka surgery, the tibia painting process would not connect the image on the screen of the real intelligence cori console to the loaded MRI image. The surgeon kept adding more and more points to the tibia but it never completed to match the MRI. Surgery was performed after a non-significant delay with the same device image-less. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Mismatches or discrepancies identified during the registration or planning phase can typically be resolved quickly with minimal disruption to the surgical workflow. Event may result in a short procedural delay and/or continue with an image-free procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations.